Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. This report represents all the info known by the reporter upon query by hospira personnel. (B)(4).

Event description:
The customer contact reported unrestricted flow. Prior to a scheduled valve replacement surgery, the plumset was primed with an unspecified volume of epinephrine 4mg/205ml and attached to the pt's IV access. The physician inserted the primed cassette into channel 1 of the device. At this time, unrestricted flow that lasted for approx 15 seconds occurred and the device alarmed with a "door/cassette" alarm. The cassette was removed from the device and the physician noted that the door roller was missing. The pt's systolic blood pressure increased for less than one minute from an unspecified value to 250mmhg and then returned to an unspecified baseline. The pt's heart rate increased to an unspecified rate. The pt was treated with an unspecified medication that decreased the pt's heart rate to an unspecified rate. The device was removed from clinical service. Therapy was initiated using a replacement device at a rate of 3.8ml/hr and the surgery was performed. During testing at the user facility, it was noted that the door roller was missing and the roller pin was broken in half. Though requested, no add'l info was provided.